Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during preparation for a coronary angiography procedure, a fractured guide wire tip was noted. Upon opening the package of this starter guide wire, the guide wire tip was found to be broken. The device was not used and the procedure was completed with another starter guide wire. There were no reported patient complications. The patient is listed as "stable".

Event description:
It was reported that during preparation for a coronary angiography procedure, a fractured guide wire tip was noted. Upon opening the package of this starter guide wire, the guide wire tip was found to be broken. The device was not used and the procedure was completed with another starter guide wire. There were no reported patient complications. The patient is listed as "stable".

Manufacturer narrative:
Device returned to manufacturer: the complaint device was returned for analysis without any original packaging. As received, the device presents several offset coil conditions located 0.53 to 1.30cm from the distal tip, the j form is relaxed to 68.75o with scraped ptfe coating transitioning from inside the j-bend at the proximal transition into the j-bend to the side of the j-bend terminating at the 0.5mm stretch at the offset coil condition located 9.2 to 9.7mm from the distal tip. The device also presents additional random regions of scraped ptfe coating scattered over the length of the device. Numerous large radius bends and camber are scattered over the length of the specimen. Finger-straightening function is adversely affected by the damage to the distal region. No other damage or inconsistencies are noted to the device. Length and diameter of the device are within specification. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).